Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to the device settings had not been properly verified. A technical support specialist reviewed the nurse role configurations and implemented the necessary adjustments to address the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system multiple registered nurse lost access to every units. The customer noted that were unable to view patient and get medication for the patients, this caused a delay in patient care. There were no adverse events or injuries reported based on this incident.